Manufacturer narrative:
The investigation for hemolysis has been completed. The product was not returned for review. Data review: data logs confirmed pump was in improper position corresponded with clinical description that triggered alarms impella position in ventricle/aorta. No other issues were found on the logs. Based on clinical description and data analysis, the root cause of hemolysis was most likely due to pump was not in the proper position. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12706: h.6 code 4755 was reported incorrectly. New code was added to component code.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿. ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The user facility reported the patient experiencing acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient was in profound cardiogenic shock, acidotic and declining. While on support, it was noted the patient experienced persistent hemolysis. Repositioning of the pump was completed, but the condition continued. One unit of blood was given to help treat the condition and the pump was eventually explanted later that same day. Further information noted the patient expired. Medical safety review was completed and noted there is not enough information to associate use of the device with the patient's demise.